Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator located at the grip tip. The instrument passed the recognition and engagement tests. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding instrument tip was damaged and not functionally properly was confirmed by failure analysis.

Event description:
It was reported that the maryland bipolar forceps instrument had a damaged tip, and it was not functioning properly. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was not noticed by the customer. No arcing was observed.